Manufacturer narrative:
(B)(4). The service engineer evaluated the ventilator and downloaded the latest software revision to the replaced graphic user interface (gui) printed circuit board (pcb), and installed the backlight inverters to resolve the issue. The gui pcb was replaced by the customer.

Event description:
It was reported that during patient use, a ventilator graphic user interface (gui) malfunctioned. There is no report of death or serious injury associated with this event.